Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the power tool did not stop when drilling intra-operatively although the trigger had been released. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: in addition to investigation results reported in the initial medwatch report are the following investigation results: the service technician noted the following action taken: exchange, replacement. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: control unit not functioning, defective. The power modules were both opened and checked. Remaining liquids were found on the electronic components. The probable root cause of the event was determined to be handling faulty. The device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Device was received for evaluation (date unspecified). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Service center (B)(4) reports, the service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue; the device failure reported by the customer could not be confirmed. The hand-piece was checked - specifically both triggers were checked they were running smoothly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.